Event description:
It was reported to boston scientific corporation that a contour ureteral stent was used during an cystoscopy right ureteroscopy stone extraction with holmium laser and stent placement procedure performed on (B)(6) 2022. During the procedure, when the physician attempted to insert the contour ureteral stent, it was found to be broken. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.